Event description:
The customer observed error code 1006 (unable to process test, background read failure) generated from the architect i2000sr analyzer using reaction vessels (rv?s) lot 69058p100. The customer was advised to check the issue with another lot of rv's. The customer was asked about their rv lots in stock, collect the suspect lot of rv's and the data log, and an arrangement was made to replacement the lot of rv's. The customer stated the frequency of error messages decreased after a change in rv's. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A healthcare facility in (B)(6) reported that the expiratory heater wire was missing from an rt200 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.